Event description:
It was reported that a physician performed a myosure procedure for uterine tissue removal procedure on (B)(6) 2014. During the procedure the physician noticed "some metal shavings" inside the pt's cavity. The physician "sucked out" the shavings and completed the procedure with another device. No pt injury was reported.

Manufacturer narrative:
Results: the disposable device was returned. Minor blade damage was noted but cannot conclusively link the reported metal shavings to this damage. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. (B)(4).